Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: on investigation, the display screen was confirmed to be blank due to damage to the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.